Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia while using the ilet, with a highest recorded blood glucose of 482 mg/dl and prolonged elevation above 180 mg/dl for approximately four hours, during which alerts for glucose above 300 mg/dl persisted beyond 90 minutes; a supply change was performed with a new cartridge and a 23-inch, 6 mm infusion set, and the removed set showed no visible defect, after which glucose trended downward to 252 mg/dl. Symptoms included hyperglycemia without reported ketone testing, dehydration symptoms, or other acute complications. Outcomes included no use of back-up therapy, no professional medical intervention, no assistance required, and no hospitalization. Investigation included troubleshooting and user education, including infusion set replacement and monitoring of subsequent glucose response. Investigation of this case revealed no identifiable device or component malfunction based on user-reported inspection and response to set change, and the cause of hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.